Event description:
It was reported that the catheter broke. An angiojet solent omni thrombectomy catheter was selected for use. It was noted that the device got kinked and split 30 cm from the proximal end, proximal to where the catheter entered the access sheath. The break occurred outside of the patient's body. The procedure was completed with a different device. No patient complications were reported.